Event description:
It was reported that removal difficulties occurred. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced to the lesion. After dilatation was performed, the physician had difficulty removing the catheter due to resistance. The device was removed intact. The procedure was completed with the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a carrier tube (hoop). There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. Difficulty removing/withdrawing a catheter cannot be confirmed via returned device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to the lesion. After dilatation was performed, the physician had difficulty removing the catheter due to resistance. The device was removed intact. The procedure was completed with the same device. No patient complications were reported and the patient's status was good.